Manufacturer narrative:
Device trace download analysis confirmed the device alarmed power error 25. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25 due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Device functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not receive a low battery alert prior to the replace battery alarm. Customer's blood glucose level was unknown. Customer states the battery was not previously used. Customer reports the insulin pump was not dropped. Customer states this was the second occurrence of replace battery without a low battery warning. Customer stated they put new battery power error detected alarm occurred. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated notification light did not immediately stop flashing. Customer advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.